Manufacturer narrative:
(B)(4). Date sent 7/16/2025 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. What were the indications for surgery? What surgical procedure was performed? What anatomical structures was the device fired on? What device was used to create the common channel? What was used to close the common opening? Was the device difficult to fire? How were the post-operative issues identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure there was an anastomotic leakage after using echelon linear cutter 80mm blue reload. Intra-operative the staple line was bleeding, sutured with pds. Post-operative anastomotic leakage with re-operation. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> yes, did the patient require revision surgery or hardware removal? --> yes, date of revision surgery. --> (B)(6) 2025,

Manufacturer narrative:
(B)(4). Date sent: 8/7/2025 additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. What were the indications for surgery? What surgical procedure was performed? What anatomical structures was the device fired on? What device was used to create the common channel? What was used to close the common opening? Was the device difficult to fire? How were the post-operative issues identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No further information available.

Manufacturer narrative:
(B)(4). Date sent: 8/28/2025 additional information was requested, and the following was obtained: was the staple line visualized endoscopically during the initial surgical procedure? Yes, and there was a leakage directly after stapling, which has been re-sutured with pds at that moment. How many days postoperative did the leak occur? 1, at the night after. How was the leak addressed? Re-operation were there any issues experienced with the device in the initial surgical procedure? No, everything seemed normal does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. There were no risk factors identified that could have contributed to a higher risk on leakage. What surgical procedure was performed? Hemicolectomy what anatomical structures was the device fired on? Colon what device was used to create the common channel? I assume ligasure maryland what was used to close the common opening? Pds suture was the device difficult to fire? No how were the post-operative issues identified? Clinical well-being of the patient were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Yes, right after stapling, like stated before. Staple line was bleeding directly.